Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. The product was not returned. The reported event is non-verifiable. DHR and complaint history review for the unknown lb screw could not be performed without relevant item/lot number. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw), unknown lb screw). No actionable items have been triggered that will affect complaint handling for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. To date, the device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor reported that the screw fractured inside the implant. The implant remains implanted. They did not restore the implant. Tool was ordered. This is for tooth location 13.